Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor inactive" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported experiencing symptoms of blurred vision, dizziness, polyuria, polydipsia, xerostomia, and general weakness. The customer was unable to self treat and was seen by a healthcare provider where readings of 495 mg/d were taken on their meter and customer was administered IV insulin and fluids for treatment. There was no report of death or permanent impairment associated with this event.